Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s doctor reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was in the range 140 mg/dl to 400 mg/dl. Customer¿s doctor reported that her patient was not able to use the pump correctly and stated that she saw her in june and saw it was not being used as she needed, also advised her to go to manual injections as she did not want to so she did not come back to her office till october it was found customer was not entering the information correctly for treatment. Customer¿s carbs in the blood glucose field was entered as were not entering any carbs at all. Customer was reported to have taken a set amount of 11 units for bolus when there should be fluctuations in the boluses due to her changes in her blood glucoses. Customer requested an in person training as she has not been using it correctly also wants a newer pump of the same version. Customer stated that she does not have a part missing her meter that sends the data over to the pump and carelink. Customer¿s blood glucose was 140 mg/dl treated with 11 units every day she does not think she was using the pump correctly, blood glucoses were all over the place 160 mg/dl to 400 mg/dl and stated that she was confused with the pump and what she was supposed to do wants the field team to come out and meet the customer for support put in 62 in the blood glucose field instead of the carbs field. Doctor reported she would take customer off the pump if she was not using it in the right way and showed her how to use it properly by entering blood glucose etc. In the right area and checked again today and the numbers were all over and entries were in the wrong spot, customer was not treating herself properly, now 20 days later same thing happened. The devices will not be returned for analysis.